Event description:
Immediately I started experiencing terrible pain and swelling in my legs, muscles and joints in my body, and bleeding everyday. Not being able to tell one period from another due to constant bleeding. And migraines. And swelling through out my body, as well as my fingers and hands.